Event description:
Device pocket was infected and the system was removed." Device and lead manufactured by boston scientific. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).